Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The patient stated that instructions for use are followed properly; the insulin is drawn up at room temperature and at a slow rate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject cartridge has not been returned for investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the insulin cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.